Event description:
It was reported that an alert was received for this right ventricular (rv) lead that exhibited high out of range shock impedances measuring 128 ohms. At this time, the lead remains in service. No adverse patient effects were reported.